Manufacturer narrative:
Results of evaluation: conclusion: based on the visual examination and the functionality testing, it was concluded that the instrument was conforming to specifications. The instrument was cycled repeatedly and it functioned as intended. The incident could not be repeated.

Event description:
During a laparoscopy the 355l would not arm, another 355l was used to complete the case. There was no consequence to the pt. Clinical follow up: 1/27/97 1530 the surgeon stated the red button would not stay down, so the trocar was not used.